Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit erratic low shock and low pace impedance measurements during routine device follow up, which may be the result of a shorted lead condition or other lead integrity issue. There was no noise present and no shocks had been delivered. Only 1 antitachycardia pacing (atp) was present. The boston scientific technical services consultant recommended further troubleshooting such as synchronized 1.1 joules shock and synchronized maximum energy shock to test the integrity of the device system and to also consider this patient unprotected. There were no reported adverse patient effects beyond the concern for a shorted condition.

Manufacturer narrative:
To date, information suggests that this rv lead remains actively in service. In further troubleshooting , the associated ICD was removed from service. Boston scientific final analysis could not confirm nor deny the physician's concern for sub-pectoral advisory related device behavior and possible shorted condition. Analysis of the returned device showed the missing daily measurements were due to corrupted data being written to device memory, that the cause of the corrupted data could not be determined, that initial testing confirmed all therapies were available, and how after the device firmware was reloaded and the device programmed to the same clinical settings, no anomalies with the lead measurements were noted. Subsequently, testing again confirmed all therapies were available.